Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated troponin results for two samples from one patient. The patient was tested in duplicate on (B)(6) 2013, and generated troponin results of 7 both times. The patient was transferred to a cardiac facility where a normal troponin value was generated. On (B)(6) 2013, the stat probe was changed on the architect i2000sr analyzer and the patient sample was rerun, again generating a troponin value of 7. The serum sample exhibited no fibrin. Quality controls were within range, and other patient samples had generated negative troponin results on the same analyzer. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing using retained kits of reagent lot 26455un12 met acceptance criteria. Tracking and trending did not identify any adverse trends related to the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.